Manufacturer narrative:
A start-up kit (suk # 064427) was returned to zoll (B)(4) for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for suk with lot number 064427. A visual inspection of the returned start-up kit (suk) found no visual discrepancies or issues. No issue or damage was observed in the tubing. The start-up kit was connected to a peristaltic pump. In doing so, no device leak paths were found. In-house catheter was connected to the returned suk and a peristaltic pump testing was performed and found no leaks or issues. The units (returned suk and in-house catheter) were connected to an ivtm system and ran on max cooling and max warming for approximately 30 minutes each run; no leaks were observed. Evaluation of the returned start-up kit (suk) found no discrepancies or issues which contributed to the reported problem. The customer reported issue could not be confirmed. Note, during start-up kit (suk) - standard manufacturing, 100% of the units are tested for pressure flow to ensure both the absence of pressure discrepancies throughout the device, and that all tubing locations are free of any leak paths. Only passing units are accepted and moved to the next process.

Event description:
It was reported that the suk pin-sized hole in tubing leaking and the liquid was found on the patient bed. There was no issue getting console started. A new start-up kit was replaced and the therapy was continued and completed. Additional information was received from medwatch stating that rn noted pt's bed linens were saturated. Upon inspection of the cool line tubing it revealed a crack in the tubing at the connection site to the actual quattro catheter. The original procedure was intended to maintain normothermia for traumatic brain injury.